Manufacturer narrative:
Blocks f10 and h6: problem code 2907 captures the reportable event of dart detachment. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the suture broke (approximately 3x0.5mm) when the device was pulled out from the patient's right sacrospinous ligament. Reportedly, the breakage of the suture resulted from the attempt to manipulate the suture free from the ligament when the device failed to capture the suture. The physician subsequently performed a digital examination of the area but was unable to palpate or locate the dart in the tissues. A full and thorough search of the sterile field and an examination of the capio device were also performed. However, there is no information of the location of the dart. The procedure was completed with another capio slim device. There were no patient complications as a result of this event.

Manufacturer narrative:
There is no information regarding the event date. Problem code captures the reportable event of dart detachment. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament fixation procedure performed on an unknown date. According to the complainant, during the procedure, it was noted that the dart detached when the device was pulled out from the patient. The physician subsequently performed a digital examination of the area but was unable to palpate or locate the dart in the tissues. A full and thorough search of the sterile field and an examination of the capio device were also performed. However, there is no information of the location of the dart. The procedure was completed with another capio slim device. There were no patient serious effects reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.